Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ebelt - ecgs non-functional) has been confirmed. As received, the belt failed an ECG falloff test. Upon investigation the electrode belt ECG "c&d" cable was lead 1-wire was measuring open the root cause for open cable was physical abuse. There was no adverse event that resulted from the damaged belt.